Manufacturer narrative:
Exemption number: (B)(4). (B)(4) is submitting the report on behalf of berlin heart (B)(4) (MFR). On (B)(6) 2013 site requested clinical support for pump exchange due to suspected thrombus. Upon arrival and inspection of the pump, company rep recommended that the pump should be exchanged. However, the treating clinical elected not to change the pump remarking that the clot was not large enough. On (B)(6) 2013, pt was explanted at the families request due to the poor prognosis associated with a severe neurological injury, and the pts now transplant ineligibility. (B)(4).

Event description:
On the morning of (B)(6) 2013 pt was not responding to normal stimuli, only to painful stimulus. The night before, the pt was intubated, air was introduced into the gut and gastric pneumatosis developed. The pt's wbc count spiked and cultures revealed gramnegative rods. CT results: (B)(6) 2013 reported a non-hemorrhagic infarction in the right thalamus and right internal capsule. Pt has been therapeutic on all her labs. Neurologic examination reveals response to painful stimuli, no cough or gag reflex noted. On (B)(6) remains encephalopathic, unclear if due to sedation or underlying neurological status. Eeg shows significant slowing without clinical or subclinical seizures and CT shows evidence of infarct.